Event description:
Customer reported his insulin pump has water under the display. Customer's blood glucose is 187 mg/dl. There is a pocket of moisture under the display. The device was never exposed to fluid to customer's knowledge. The device has been dropped before, but nothing serious. Customer cannot see any cracks or defects. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damage on the keypad traces. No moisture damage was found on the electronic assembly, motor, or under the display window. The insulin pump had minor scratches on the display window, cracked display window corner, cracked reservoir tube lip and a missing end cap sticker.